Event description:
Additional information received from the manufacturer representative reported that they met with the patient for a follow-up on their previous reprogramming session. An impedance check showed that electrodes were over 10,000 ohms at 0.75v. Electrode 11 was over 20,000 ohms at 1.5v. When the impedances were checked at 3.0v the impedances were all normal. The patient was indicated for non-malignant pain and other non-malignant pain.

Event description:
Additional information received from the healthcare professional reported that high frequency programming did not resolve the issue. Additional actions/interventions included possible revision/removal. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3888-45, lot# v836553, implanted: (B)(6) 2012, product type: lead. Product ID 3888-45, lot# v814695, implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# v741122, implanted: (B)(6) 2012, product type: lead. Product ID 3888-56, lot# v741122, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported high impedance on contact 11 (>10,000), as well as loss of therapy via the peripheral neurostimulator (pns) implant. The patient's pain returned while the unit was off. X-rays were taken on a prior occasion and everything was in place along the shoulder blade areas. Diagnostic testing or troubleshooting performed included impedance testing and x-rays. The patient's pns therapy was perceived effective after a two week holiday off period. Once it was started again, some relief returned. The patient did not feel paresthesia. Multiple pattern arrays/combinations were utilized but were not effective. The patient was reprogrammed with higher frequency to see if it would help. It was unknown if the issue resolved at the time of the report. No surgical interventions were planned or performed. If additional information is received, a follow-up report will be sent.